Event description:
It was reported that a pump keypad has keys that intermittently do not register. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to the intermittent operation of the third row of keys (#0, #1, #2, and #3). This was found to be caused by a failed keypad. The remaining keys were functioning as expected. The keypad will be replaced.